Event description:
A (B)(6) male pt's son contacted zoll customer support to report that the monitor displayed service codes 204 (belt/monitor unusable) and 105 (pulse test relay stuck). The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service codes 204 and 105) has been confirmed. As received, the monitor failed incoming testing. Upon eval, u601 has a low output voltage of 4.1. The cause of the service codes 104 and 105 is the low output voltage. The cause of the low output voltage is debris on the component. The root cause of the debris cannot positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.